Event description:
It was reported that the cannula detached from the syringe during the procedure. There was no reported injury to the pt. Add'l info has been requested but has not been rec'd.

Manufacturer narrative:
The customer indicated that the device has been discarded and is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.